Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported shaft kink and difficult to position appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the proximal left anterior descending artery. An attempt was made to advance a 4.0 x 19 mm graftmaster covered stent; however, the hypotube became kinked when it was being advanced through the tuohy valve. Therefore, a 3.5 x 19 mm and a 2.8 x 19 mm graftmaster covered stent were implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.